Event description:
It was reported that one mitraclip was implanted on (B)(6) 2012 reducing functional mitral regurgitation from grade 4 down to grade 1. The patient died on an unknown date in (B)(6) 2013. The cause of death was not provided, however, a family member reported the patient "threw a clot". The location of the clot was not specified. There was no additional information provided.

Event description:
Subsequent to the previously filed initial medwatch report, additional information was received: the patient died, on (B)(6) 2013, approximately one year post mitraclip procedure, due to cardiorespiratory arrest, cardiogenic shock, and mesenteric ischemia. The patient was believed to have thrown a clot due to pre-existing atrial fibrillation, which is surmised to have caused the mesenteric ischemia and subsequent death. The physician indicated these events are not related to the mitraclip or the mitraclip procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated event date (reported as sometime in (B)(6) 2013). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device investigation was not performed as it was confirmed that there was no relationship between the reported adverse events and the mitraclip device and procedure. However, since the initial MDR has already been filed, the event must remain MDR reportable.